Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with insulin. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 351 mg/dl, which was addressed with a bolus delivery via the insulin pump. The customer filled cartridge with 250 units of insulin and was able to load the cartridge successfully and resume pump therapy.